Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, error m-02 occurred on the vio dv integrated electrosurgical unit (iesu). It is unknown at this time if the procedure was completed using the same generator. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. The customer resolved the error by re-starting vio dv. There was no injury to the patient as result of the event. The procedure was continued robotically with same vio dv iesu generator. The patient information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure could not be reproduced. The reported problem was, confirmed using logs 25913 m-02 module timeout. The erbe was tested using system, the unit energized, cauterized and recognized instruments no issues were found that would be related to the reported event. To determine the root cause. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.